Event description:
A pt was undergoing a laparoscopic tubal sterilization procedure when the dr noticed sparking at the bipolar forceps jaw. The forceps was changed and the case was completed with no further problems. No injuries were reported.